Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor had a particle floating in the fluid of its bladder. This was noticed after the device was filled with cephazolin (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 22, 2014 to july 23, 2014. An evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed solid white particles approximately 1.38 mm in length floating in the fluid pathway of the reservoir. Ft-ir spectrophotometer scanning identified the particles to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.